Event description:
It was reported via clinical affairs that a patient with an implanted edwards aortic valve presented symptoms of severe aortic stenosis (peak gradient 87 mmhg), after an implant duration of approximately 10 years. The patient underwent a successful transcatheter heart valve implantation inside the stenotic valve.

Manufacturer narrative:
Implantation of a transcatherter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. There is no information to suggest a device quality deficiency that may have caused or contributed to this event.